Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the patient¿s 14-volt batteries depleting faster than expected when connected to the white power cable can be confirmed. The provided event log file, as well as the event log file extracted from the returned system controller (serial number (B)(6)) collectively contained data spanning approximately 26 days (12oct2023 ¿ 26oct2023 per timestamp and 02dec2023 ¿ 14dec2023 per timestamp). The recorded data revealed that the 14v battery connected to the white power cable was discharging faster than the battery connected to the black power cable. The white power cable battery runtime was ~7-8 hours when the battery voltage decreased below the low voltage advisory alarm threshold. The pump operation was not affected and the system maintained the set speed with no interruptions. The returned system controller and modular cable were received detached. The system controller was in used condition. Visual inspection revealed foreign debris on the driveline connector locking mechanism. The controller¿s driveline locking mechanism was opened and closed multiple times during testing and there was a small resistance noted when the locking mechanism was opened; however, the observed foreign debris has the potential to affect the proper function of the driveline connector resulting in the reported inability to release the driveline. Further testing of the system controller revealed compromised printed circuit board assembly (pcba) components. As a result, the system controller appeared unable to properly detect the operating voltage levels, resulting in premature low voltage advisory alarms. The specific root cause for the compromised components was not able to be determined and the pump support was not affected. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. D, section 2 ¿how your heart pump works¿) instructs users that two new fully charged 14-volt batteries are expected to operate the system for approximately 17 hours, depending on your activity level. The heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) instructs users on how to identify and resolve alarms that sound from their system controller, including alarms associated with low voltage conditions. The heartmate 3 patient handbook (rev. D, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the patient¿s 14-volt batteries depleting faster than expected within the white connector was confirmed; however, the reported event of the controller¿s driveline release button door being damaged was not confirmed. The provided log file, as well as a log file extracted from the returned system controller (serial number (B)(6)) collectively contained data spanning approximately 26 days ((B)(6) 2023 ¿ (B)(6) 2023 per timestamp and (B)(6) 2023 ¿ (B)(6) 2023 per timestamp). The pump maintained speeds above the low speed limit while connected to the driveline. The patient was observed to be on battery power throughout the data. The battery connected to the patient¿s white power cable was observed to drain below the low voltage advisory alarm threshold within approximately ~7 hours multiple times while the battery connected, while the battery connected to the black power cable drained at a typical rate. The voltage within the black cable was also observed to not drop to 0 volts as expected when this cable was routinely disconnected for a power source exchange, resulting in atypical alarms/fault flags, and the log files did not appear to capture every routine disconnection of the black power cable, as the patient's black cable was observed to be connected to battery power for days at a time without significant discharge which would not be possible. This is consistent with what was observed during testing of the returned controller, for the voltage on the black cable remaining high when the power cable was disconnected. The returned system controller was functionally tested. No issues regarding the controller¿s driveline release button door were observed, and the door opened and closed without additional resistance as intended. Upon initial testing of the controller, the controller alarmed with a low voltage hazard alarm upon both power cables being disconnected from external power (the expected alarm in this scenario is a no external power alarm). The controller was troubleshot, and it was found that the controller¿s black cable line retained some voltage when it was disconnected, resulting in an inability to properly shut down the controller since the controller always ¿believed¿ it was connected to power. However, the controller always operated the mock loop as intended while connected to the driveline. The controller was opened and inspected at a component level. The low voltage hazard/shut-down issue was narrowed down to an issue with the controller¿s main printed circuit board (pcb) and resolved upon replacing a component on the main pcb; however, issues with the controller¿s black cable voltages continued to be observed when the controller was connected to a functional test data viewer, and other atypical electric measurements were made across the main pcb. More components were removed from the main pcb; however, the pcb became irreversibly damaged upon attempting to replace one of the components. Although issues were only noted with the black cable¿s voltage during testing, components related to the voltage in the black cable also affect the voltage in the white cable, and the observed damage to the main pcb could have resulted in the batteries depleting faster than expected on the white power cable. Per additional information, the premature battery depletion issue did not resolve upon exchanging the patient¿s batteries and did resolve upon exchanging the system controller. The root cause of the reported premature battery depletion was unable to be conclusively determined; however, the issues related to the controller¿s main pcb¿s voltage and power cable circuitry could have caused the event to occur. The root cause of the reported inability to open the driveline release button door was unable to be determined through this analysis. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. D, section 2 ¿how your heart pump works¿) instructs users that two new fully charged 14-volt batteries are expected to operate the system for approximately 17 hours, depending on your activity level. The heartmate 3 patient handbook (rev. D, section 5 ¿alarms and troubleshooting¿) instructs users on how to identify and resolve alarms that sound from their system controller, including alarms associated with low voltage conditions. The heartmate 3 patient handbook (rev. D, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had issues with the battery connected to the white power cable depleting after 7 hours, while the battery connected to the black power cable still had 2-3 bars left. The patients battery usage was noted to be high at 6.1 watts. Log file review was requested and revealed multiple strings of low power advisory alarms while tethered on batteries during the log file due to depleted batteries in-use. It was noted that the patient's pump speed was set at 6700 rpm which may have been a factor of battery run time/rate of battery depletion. It also appeared the patient was sleeping on battery power which was not recommended. It was noted that the issue with the white power cable occurred with multiple different batteries. 8 new batteries were ordered. The patients battery clips were exchanged, but that didn't resolve the issue. The patients batteries were exchanged, and they received four new batteries on 13-nov-2023. It was additionally communicated that with the device interrogation, the patient was typically able to go 12-17 hours with a pair of batteries, but occasionally only got 7-8 hours. The patient claimed to be using all new batteries, but still had access to their old batteries. As of 07-dec-2023, the patient only had new batteries and the rest were sent back. It was noted that only two batteries were truly past their cycle count. 5 out of the remaining 6 batteries were close to their maximum cycles. It was additionally stated that the patient needed their system controller exchanged due to inability to get the door open to release the driveline. The patient had no limited battery life issues since the controller was exchanged on 14-dec-2023.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.